Event description:
Customer reported, he was hospitalized for past three weeks, was discharged, and informed to make changed for insulin administration. Customer was inquiring how to make changes on bolus wizard settings, assistance was provided. Customer's blood glucose was 351 mg/dl. Alarms noted in the history for the insulin pump were bad battery, off no power, unexpected restart, external ram error, and failed on startup. All alarms occurred on the same day. Customer was advised that unexpected restart alarm and external ram error alarms occur when the device is stored for an extended device. Customer was advised to monitor the device and call if any issues persisted. No further information reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.